Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. The rv lead was repositioned and increased thresholds were noted. The lead "slipped out" and the helix was retracted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.